Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The reactions consisted of itchiness, dark red bumps, a burning sensation, blisters, clear fluid, and a burn-type wound that causes the skin to peel off and become dry and rough. It was reported that the wounds take more than a month to heal; once the skin peels off, the area becomes pale and rough, then becomes smooth but discolored. On (B)(6) 2020, a few hours after the sensor had been inserted into the abdomen, the patient developed hives, chest pain, shortness of breath, throat tightness, dizziness, and nausea. She injected herself with epinephrine from her epi pen. Once the shortness of breath, throat tightness, and dizziness resolved, she went to the emergency department (ed) for further evaluation. The sensor was removed, and she was treated with IV fluids, IV tylenol, benadryl and oral steroids. She was discharged home from the ed. No additional patient or event information is available.